Manufacturer narrative:
This MDR was generated under protocol (B)(4)., as a result of warning letter (B)(4). A device history record review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The pump was in good condition. The customer's reported issue could not be duplicated error history log review found a syringe plunger not in place alarm. The root cause of the reported issue was unable to determined. Actions were taken to mitigate the reported issue: re-calibrated the device.

Event description:
It was reported that the syringe plunger not in place alarm when syringe was in place. No patient injury was reported.